Manufacturer narrative:
A ge rep evaluated the system and reset the cmos memory. System operates as intended.

Event description:
Customer reported the system failed to boot up. No pt injury was reported.